Manufacturer narrative:
Investigation of the sample in question revealed that the high tsh result was caused by macro-tsh. Macro-tsh was confirmed in the patient's sample and is covered in the limitations section of the package insert. The patient had an elevated elecsys tsh in combination with a normal free t4 and negative anti-tpo, therefore, the patient may have been diagnosed with subclinical hypothyroidism. Due to missing data and the fact that the competitor's tsh result is also slightly above the reference range, it could not be concluded that the diagnosis of subclinical hypothyroidism was erroneous.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample when tested on an analytical e module, (B)(4). The initial tsh result was >100 mu/l. The sample was diluted and recovered 180 mu/l. The sample was repeated using a two-site luminescence immunometric assay ((B)(4)) and recovered 4.60 mu/l. Neither of the results compared with the clinical status of the patient. The customer and the specialist did not know which result was correct. The patient had "unproper use" of thyroid medication. No adverse events were reported.